Manufacturer narrative:
Pump unable to prime during prime test. The pump was unable to determine root cause due to pump preservation. The functional testing including the rewind, occlusion, prime and excessive no delivery test due were unable to be done due to pump unable to prime. The pump was received with no battery installed. The pump was received with cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window. There is no data listed for the due to pump received without battery installed.

Event description:
It was reported that the customer's pump was being returned. It was reported that the customer had passed away and the pump was being returned for analysis.

Manufacturer narrative:
Device unable to prime during prime/a33 test. Unable to determine root cause due to insulin pump preservation. Unable to perform all functional testing including the rewind, occlusion, prime/a33 and excessive no delivery test due to insulin pump unable to prime. Device received with no battery installed. Device received with cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window. Device was unable to prime during prime/a33 test due to faulty force sensor resistor (tin).